Manufacturer narrative:
Device evaluation: visual analysis identified the unit was apparently intact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "leakage around valve strap". Device has been explanted.